Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, ams episodes were noted due to noise on the atrial lead. The patient did not experience any inappropriate therapy due to the events. No action has been taken at this time and the patient remains in stable condition.